Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing a heating sensation in the low back, buttocks, and upper thigh that occasionally occurred when stimulation was on. As a result, the patient underwent surgical intervention on on (B)(6) 2015. During the procedure, the patient's lead was repositioned. Effective therapy was restored post-op.